Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
On 2016-jan-06 arjohuntleigh received a complaint which stated that a patient is said to have managed to heighten the bed to its highest position, climb over the safety sides and then fall and break his neck. Apparently the patient had been looking for the call button, and reports are that he was pressing buttons on the bed. Patient died as a result of injuries, no further information was disclosed to arjohuntleigh at the time.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2016-jan-06 arjohuntleigh received a complaint which stated that a patient is said to have raised the bed to its highest position, climb over the safety sides and then fall, causing them to receive a fracture in the neck. It was indicated to us that the patient had been looking for the call button, and that he was pressing buttons on the bed. Patient died as a result of injuries, no further information was disclosed to arjohuntleigh at the time. Later on arjohuntleigh was informed that the bed is not available for test as it isn't known which device unit was involved. Therefore we were unable to perform device history record review. Our investigation found that operating manual was available for the user however the bed was not under an arjohuntleigh service contract. There is no trend visible for this sort of events. Unfortunately, since this event was not witnessed by anyone, we are left to review the information received from the customer per our best efforts, and compare it to our product knowledge. In this event, the patient has been left in the bed with raised safety side panels. It seems most likely that the patient fell down when trying to leave the bed using the gap at the foot end of the bed which allows the patient to exit. Inspection of the device involved in the event revealed that it was found to be to specification. Based on this information we cannot outrule the user error - patient deliberately attempting to exit the bed by climbing over siderails. The arjohuntleigh device has played a role in the event, as it was used for the patient treatment. The device is thought to have been up to specification during the time of the event. The complaint is reportable due to the fact that the patient died while trying to get out of the bed by climbing over the siderails.